Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that while the patient was in the hospital, the patient was noted to have a heart rate that was lower that the programmed rate. The implantable cardioverter defibrillator (ICD) was indicated to not be "firing." The ICD remains in use. No further patient complications have been reported as a result of this event.